Manufacturer narrative:
Quality eval determined that the root cause for the device overheating was the presence of debris in the bearings, which limits the rotation of its components, causing the device to overheat.

Event description:
The u2 angled long am attachment overheated while being tested by the field service technician during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.